Manufacturer narrative:
Follow-up from 29-aug-2016: follow-up attempts were completed, with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had pelvic pain. Essure inserts were removed. Pelvic pain is listed in the reference safety information for essure. Considering that essure use may cause pelvic pain and that in this particular case there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow up attempts, no further information was received.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 19-may-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. Patient had the essure inserted a few years ago and complained of pelvic pain and heavy bleeding. Wanted the essure removed. Removal on (B)(6) 2016. Quality-safety evaluation of product technical complaint (ptc) received on 08-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had pelvic pain. Essure inserts were removed. Pelvic pain is listed in the reference safety information for essure. Considering that essure use may cause pelvic pain and that in this particular case there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.